Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was damage to the balloon on the removed catheter on the 2nd day of placement. It was later reported that the user attempted to remove the catheter because the patient allegedly complained of self limited pain and when the water in the balloon would not be withdrawn, then the user attempted non-rupture method (2 points were cut on the inflation funnel). The user then slightly pulled on the catheter, and the catheter was removed with a damaged balloon. The user alleged that water could not be withdrawn at the removal because the balloon was already damaged in the patient. The patient was examined by an echo, and it was confirmed that there were no missing pieces left in the patient's body.

Manufacturer narrative:
The reported issue was inconclusive. The device was returned for evaluation. The sample was classified as poor sample condition and several tests could not been carried out. The exact time of how and when problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "1. Method for use: (1) do not inflate the balloon in the urethra. (The urethra may be injured) (2) do not pull the catheter hard. (The bladder/urethra maybe injured) 2. Applicable patients (1) patients with delirium who might pull out catheter (when patient tugs at catheter unconsciously, the bladder and urethra may be damaged). Contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use on patients who are or have been allergic to natural rubber latex."

Event description:
It was reported that there was damage to the balloon on the removed catheter on the 2nd day of placement. It was later reported that the user attempted to remove the catheter because the patient allegedly complained of self limited pain and when the water in the balloon would not be withdrawn, then the user attempted non-rupture method (2 points were cut on the inflation funnel). The user then slightly pulled on the catheter, and the catheter was removed with a damaged balloon. The user alleged that water could not be withdrawn at the removal because the balloon was already damaged in the patient. The patient was examined by an echo,and it was confirmed that there were no missing pieces left in the patient's body.